Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside an opened, folded pouch placed in the opened carton. Solution was dried on the lens. One haptic was broken at the gusset area. The broken haptic portion was not returned. The other haptic was bent into an extended position. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the complaint. Broken haptic damage and bent haptic damage was observed. The observed damage is typical in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. Information was provided that patient was left aphakic and intraocular lens was implanted on next day after the lens being arranged. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure. The lens was found to be broken haptic when opened. Additional information was provided that the patient was left aphakic and iol was implanted on next day after the lens being arranged.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).